Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue tip) and the main body of the minicap transfer set. The event was further described as ¿the dark blue tip come off the transfer set." This occurred after removing a mincap. There was no report of patient injury or medical intervention associated with this event, however the patient was given prophylactic treatment. No additional information is available.